Event description:
It was reported that low sensing and oversensing were observed. Pace/sense portion of the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.